Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that the black specks were found in the IV-tubing set drip chamber. There were no patient involvement and no patient harm.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.